Event description:
A discordant, falsely low platelet function assay collagen-epinephrine (pfa col epi) result, a discordant, falsely elevated platelet function assay collagen-adenosine diphosphate (pfa col adp) result, and a discordant, falsely low innovance pfa p2y (p2y) result were obtained on one patient sample on an innovance pfa-200 system using dade pfa collagen/epi reagent, dade pfa collagen/adp reagent, and innovance pfa p2y reagent, respectively. The discordant results were reported to the physician(s) and were questioned. After receiving the low p2y result, the patient was given ticagrelor, as the patient was scheduled for an intracranial stent. The following day, the patient had another blood collection using two monovettes. Both monovettes were measured for pfa col epi, pfa col adp, and p2y. From the first monovette, the pfa col epi and p2y results recovered falsely low. The pfa col epi, pfa col adp, and p2y results obtained from the second monovette were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to the discordant results or due to the administration of ticagrelor.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer sent in their innovance pfa-200 system to siemens for repairs. The customer has received a loaner innovance pfa-200 to use. Siemens is investigating the issue. The innovance pfa-200 system is not marketed in the united states (us). This MDR is filed for the us similar system (pfa-100 system). The pfa-100 system marketed in the us has catalog number 10444868, unique device identifier (B)(4) and PMA/510(k) k060489. MDR 9610806-2022-00009 was filed for the discordant results obtained on (B)(6) 2022.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2022-00008 on 18-feb-2022. Additional information (24-feb-2022): the customer sent in their innovance pfa-200 system to siemens for inspection. No system issues were observed during the inspection. Platelet function assay (pfa) results are influenced by factors such as hemoglobin, hematocrit or thrombocyten, and von willebrand factor. Additionally, some patients are known to be non-responders to aspirin, and therefore do not have prolonged closure times. The issue was limited to samples from one patient, and a sample handling issue also cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2022-00009_s1 was also filed for the additional information obtained on 24-feb-2022.